Event description:
The hospital laboratory reported back-to-back blood glucose results of 132 mg/dl from the laboratory and hi on the inform test system, and of 421 mg/dl and 168 mg/dl on the inform test system. Pt therapy was not modified based on these results. No pt injury was reported and no treatment was received. These results were obtained in the hospital. Quality control testing was performed and in range on the system. Technical support requested the return of the suspect product and replacement product was shipped.